Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had under delivery. The blood glucose level was 300 mg/dl at the time of incident. The current blood glucose was 373 mg/dl. Customer was assisted with troubleshooting. Customer state that there were no air bubbles. Customer alleging the insulin pump because customer was experiencing unexplained high blood glucose. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The drive support cap appears normal. When customer delivers the bolus she hears a buzz. The insulin pump will be and reservoir will not be returned for the analysis.